Event description:
It was reported that there have been several complaints that the protective sheath cannot be removed from the balloon. The stylet can be removed, but the protective sheath cannot. The catheter was not used. There was no patient involvement. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.